Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arteriovenous fistulogram treatment procedure, a balloon detachment occurred. The physician used a 6.00mm x 2.0cm x 90cm peripheral cutting balloon catheter to treat a calcified and tortuous arteriovenous fistula in the right upper arm. Following the first inflation to 6atms, the device was removed from the patient body through an unknown 6f catheter. The physician performed angiogram on the lesion and observed that the lesion remained. He re-advanced the same cutting balloon catheter and inflated it to 6atms, restoring sufficient blood flow. The balloon was deflated, pulled to a negative pressure twice with a syringe, and the cutting balloon was caught on the sheath. The physician then re-advanced the sheath 2 inches and advanced the catheter giving the catheter a quarter of a turn to the right and the catheter was able to be removed through the sheath without resistance. Once removed from the patient, it was observed that the cutting balloon was detached from the catheter. In an attempt to retrieve the cutting balloon the physician used an unknown 7f sheath. "Moderate vessel damage" occurred, including hematoma. The patient was kept overnight and released the next day. The procedure was completed with this device. No further patient complications were observed and the patient status is ok.

Event description:
It was reported that during an arteriovenous fistulogram treatment procedure, a balloon detachment occurred. The physician used a 6.00mm x 2.0cm x 90cm peripheral cutting balloon catheter to treat a calcified and tortuous arteriovenous fistula in the right upper arm. Following the first inflation to 6atms, the device was removed from the patient body through an unknown 6f catheter. The physician performed angiogram on the lesion and observed that the lesion remained. He re-advanced the same cutting balloon catheter and inflated it to 6atms, restoring sufficient blood flow. The balloon was deflated, pulled to a negative pressure twice with a syringe, and the cutting balloon was caught on the sheath. The physician then re-advanced the sheath 2 inches and advanced the catheter giving the catheter a quarter of a turn to the right and the catheter was able to be removed through the sheath without resistance. Once removed from the patient, it was observed that the cutting balloon was detached from the catheter. In an attempt to retrieve the cutting balloon the physician used an unknown 7f sheath. "Moderate vessel damage" occurred, including hematoma. The patient was kept overnight and released the next day. The procedure was completed with this device. No further patient complications were observed and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned in 2 sections as a result of a break in the shaft 86.8cm from the catheter strain relief. The balloon and remaining distal section of the catheter were severely damaged, and solidified blood was present throughout. The balloon was severely bunched and pulled toward the distal tip. The balloon was also torn in a circumferential manner in the proximal balloon cone. A microscopic examination confirmed that all 4 blades were present and fully bonded to the balloon however the blades were bent. The inner lumen was kinked and broken. Stretching was evident at the break site. A 6fr sheath was also returned with the complaint device. The distal tip of the sheath was split for approximately 5mm which is evidence of resistance encountered between the cutting balloon and sheath during removal from the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use related issues as the dfu states: 'caution: after removal from the introducer sheath, do not reinsert the peripheral cutting balloon device. Caution: if resistance is encountered when removing the catheter through an introducer sheath or a guidewire through the catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel.' (B)(4).